Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained when using the access 2 immunoassay system. An alternate methodology was also performed, and the test results were non-reactive. These results were determined to be correct. Repeat analysis was performed at beckman coulter inc. The rest results were reactive. The initial, elevated result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 1 of 2 events reported by this customer for one pt tested on two separate dates.

Manufacturer narrative:
Sample collection and processing info was not provided. Testing was performed at beckman coulter inc. Reactive results were obtained. Sample tested on alternative method (vidas) gave a negative result. Toxo igg quality control (qc) level one results supplied for (B)(4) 2008, recovered within specifications. No add'l qc data was supplied. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This MDR represents event 1 of 2 reported by this customer. The related MDR is 2122870-2011-06165.